Event description:
Facility alleges blood leak during dialysis. Leak occurred at beginning of treatment-blood leak alarm. Dialysate + for blood. All but arterial line circuit discarded. Ebl 200cc. No further medical intervention required.